Event description:
Customer reported that on an unspecified date she experienced a penetration issue with her adc lancing device. Customer further reported that due to this she self-administered glucagon. No further information was provided by the customer as she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally: the serial number of the lancing device is unknown. (B)(4). All pertinent information available to abbott diabetes care has been submitted.